Manufacturer narrative:
Apoc incident #:(B)(4). The investigation was completed on 07/23/2019. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing could not be performed as the cartridge lot expired prior to the initiation of the investigation. No deficiency has been identified for ss-hcg cartridge lot n17257.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a positive results during a study (ref: apoc incident (B)(4)). There was no patient information. Customer provided comparison study of a retrospective analysis that was conducted for the period of 01/01/2018 - 05/14/2019. The total test volume was 8062. The comparison shows 9 I-stat b-hcg results in the 26-50 miu/ml range and 1 I-stat b-hcg result in the 51-100 miu/ml range that were negative in the lab using abbott architect. Although the customer reported the complaint as a study, on (B)(6) 2019 it was decided to split all 10 patients to separate complaints, attempt to get detail results from the customer for each patient and further review. Return product is not available. Per comparison, of 10 pairs that had negative lab results and positive I-stat results: 1 had concurrent negative urine and qualitative serum tests. 2 had subsequent lab testing with negative results. 7 had no subsequent testing, so patients were presumably non-pregnant, including 1 patient who had similar paired results 2 years earlier. Patient# 9 I-stat: positive result within the range of 26-50 (exact result unknown). Architect: negative (exact result unknown). Event date: unknown. On (B)(6) 2019 the customer stated that the following lots used for the method comparison. Lot#: f18287 , expiry date: 03/30/2019, mfg date: 10/14/2018. F19006, 06/22/2019, 01/06/2019. F19032, 07/18/2019, 02/01/2019. F18227, 01/29/2019, 08/15/2018. F18340, 05/22/2019, 12/06/2019. No cartridges are left to return for investigation. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.